Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that some of the electrolyte measurements show the wrong values. The customer stated that no one was harmed because the implausible values were noticed by the physician. The customer received questionable results for 3 patient samples for electrolytes. Of the data provided all of the results were erroneous. The units of measure was requested but not provided. Sample 1: k+, the initial measurement was 3.5 and the repeat was 4.4. Sample 2: na+, the initial measurement was 98 and the repeat was 120. Sample 3: na+, the initial measurement was 118 and the repeat was 142. There was no adverse event. The ion selective electrode (ise) sodium lot number was requested, but not provided. The ion selective electrode (ise) potassium lot number was requested, but not provided. The customer cleaned both of the sipper lines with sys clean. Conditioning was done with ise activator. The sample probe was replaced. There were no further problems reported. Further investigation identified the root cause as a contaminated sipperline and sample probe which was resolved by the customer's actions.